Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08805 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) and related svn#: (B)(4) with same event date of (B)(6) 2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) and related svn#: (B)(4) with same event date of (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week from the primary svn#: (B)(4) and related svn#: (B)(4) with same event date of (B)(6) 2026, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2026 19:58:58.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Lost sensor 1alert (780) was found on: (B)(6) 2026 21:56:00.000, (B)(6) 2026 03:42:00.000, (B)(6) 2026 07:05:00.000, (B)(6) 2026 01:50:00.000. The pump was programmed with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. As per r&d engineer (B)(6): the pump recorded only 2 bg readings manually entered by user (the user did not use the linked bg meter). Also, the sg=247 mg/dl was recorded on (B)(6) 2026 at 16:28:02 but no adjacent bg to compare with sg was found. The auto-corrections were delivered based on sg values as per cl1 algorithm. Conclusion: I did not find over-delivery anomaly ¿ pump behaved as expected (see attached r&d analysis). The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.40 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4) doc. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs/high bgs/sensor glucose/blood glucose (sg/bg) anomaly. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 43 mg/dl. The customer reported hypoglycemia was treated with fruit snack. The event involved product(s) mmt-1884, mmt-332a, mmt-244a, 78893-01. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. The pump is doing auto correction high sensor glucose reading when the meter says blood glucose was not high. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. The customer reported a discrepancy between sensor glucose and blood glucose. The sensor glucose value was 247 mg/dl, while the blood glucose value was 189 mg/dl, resulting in a difference of 58 mg/dl. No product return is required for mmt-332a, mmt-244a, 78893-01. Mmt-1884 was requested, and the customer response was the device will be returned.